Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, patient lost effective therapy, due to high impedances on thoracic lead. Surgical intervention was undertaken to address the issue. Wherein, the lead was explanted and replaced. Therapy was restored post-op.